Manufacturer narrative:
Other relevant device(s) are: product ID: 7482a40, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 7482a40, serial/lot #: (B)(4), ubd: 09-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare provider (hcp) reported the extension was moved to the other side.